Event description:
Info received indicates the ground loss light is on.

Manufacturer narrative:
The technician found the power cord ground pin was broken and replaced the power cord plug to repair the bed.